Manufacturer narrative:
Product event summary #the prgr 37754 insr recharge restore sensor was returned and analysis found no anomaly. Evaluation determined that standard investigation is needed because it was reported that the patient was unable to do anything with their recharger as the device was beeping continuously and the screen was blank. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) beeping and unresponsive. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the report that the insr was beeping continuously and had a blank screen. Continuation of d10: product ID 37754 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that their ¿recharger was beeping continuously and that the screen was blank.¿ the patient was ¿unable to do anything with her recharger¿ as a result. The patient reportedly shut off her implantable neurostimulator (ins) in order to conserve the ins¿s charge until a replacement recharger was received. The patient later was able to get the recharger working by using a second power cord that she had available. The recharger was still to be replaced due to the event, though the issue was resolved at the time of report. There were no surgical interventions planned or performed due to the event. Additional information noted the patient was ¿not injured.¿